Event description:
A physician reported that following cataract surgery with an intraocular implant procedure had poor vision thought to be caused by subsurface nanoglistenings (ssng). The contrast has also decreased and the ssng was in a severe state, so it was scheduled to be lens removed. The lens remained the patient¿s eye at the time of this report. There are two medical device reports associated with this patient. This file is for right eye.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in b5., b6., h1., h.3., h.6. And h.11. The product was not returned. The product was not identified, and a lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each product history record is reviewed to ensure that the product met the required specifications and release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned or identified. Not enough information was provided for further investigation. Information was provided that the lens was explanted. The patient's visual acuity has not yet shown significant improvement. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating that the explantation procedure completed. The visual acuity has not yet shown significant improvement.